Manufacturer narrative:
The getinge field service engineer (fse) reported that the spare parts (pressure tube assembly and vacuum tube assembly hoses) were replaced and the iabp was released back to clinical use.

Event description:
The customer reported a temperature error and after troubleshooting found fault # 63 and error 77. The compressor temperature was too high (about 50 degrees) after an operating time of about 2 hours with 1300 rpm. This event occurred post use. No patient involvement or adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) reported that they were able to reproduce the alleged malfunction. The temperature rises too high. The scroll compressor was replaced. The pressure tube assembly and vacuum tube assembly hoses will also be replaced. The fse is currently waiting on spare parts to arrive.

Event description:
The customer reported a temperature error and after troubleshooting found fault # 63 and error 77. The compressor temperature was too high (about 50 degrees) after an operating time of about 2 hours with 1300 rpm. This event occurred post use. No patient involvement or adverse event reported.